Event description:
It was reported that when using the bd pyxis¿ es server had data may not be current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the data was not current. The technical support specialist (tss) dialed into the server, identified that the care fusion coordination engine server disconnected flag was one and the health sight viewer notices match the last heartbeat. Tss then deployed the interface services and the disconnected flag turned to zero and the hsv notice was cleared. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.